Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) on the same day of laser treatment. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. An epithelial debridement procedure was performed on both eyes. Pre-op bcva from (B)(6) 2018: right eye (od) pre-op 20/20 -2.75 x -1.00 x 161, left eye (os) pre-op 20/20 -2.50 x -.75 x 37.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.